Manufacturer narrative:
As received, the device was interrogated and was found to be at elective replacement indicator (eri). Session records provided by the field showed that the device has autocapture enabled, and the time of device operating in high output mode (hom) had markedly increased during the last eighteen months of implant. When autocapture is programmed, the device output adjusts automatically to accommodate the patient¿s pacing needs, thus affecting the estimated longevity of the device. The user manual points out that high output settings may shorten the time to eri. Analysis performed found no anomalies and the battery voltage was still within normal operating range. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. The reported event of premature battery depletion was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, the device was interrogated, and it was noted to be at elective replacement indicator (eri) sooner than expected. Technical support was contacted, and their analysis of session records indicated the battery depletion curve was normal, however it was unclear why the device had reached eri sooner than what was projected in the previous follow-up. The device was explanted and replaced, and the patient was stable with no consequences.